Event description:
New information noted that the right ventricular lead was explanted and replaced on 15 jun 2020 which resolve p-wave over-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07508. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited far p oversensing. An x-ray was performed, and it was noted that the right atrial lead dislodged. Further information was requested however, was not provided. The patient was in stable condition.